Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one jugular denali filter kit was returned for evaluation. The components includes the pusher handle, touhy adapter, filter storage and within the denali filter. The delivery system was sealed in its inner package which referenced product information catalog number dl900j, lot number gfbv4373 with expiration date of 2020-09-30. No other components received. The outer box package of denali filter kit was returned as well. The product information on the package referenced catalog number dl900j , lot number gfew1849 and expiration date 2023-10-31. No functional testing performed due to the nature of the complaint. Based on the findings, the investigation is inconclusive for the reported labelling problem as the returned device was not in the sealed packaging and it is unknown if procedural handling/shipping of the device may contributed to the observed condition. A definitive root cause for the reported labeling problem could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3 h11: d4 (medical device lot number), h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to filter placement, there was allegedly two different expiration dates in the package of the device. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that prior to filter placement, there was allegedly two different expiration dates in the package of the device. The procedure was completed using another device. There was no patient contact.